Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that the insulin is squirting out of insulin pump while priming and continues squirting for several seconds before reservoir is detected. The customer states this has occured last 4 reservoir/set changes. The customer was advised this could be force sensor of insulin pump and recommended to try different box. The customer was advised that he loaner would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.